Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient developed anxiety/paranoia, which was mild in severity. It was reported that the event was not related to the surgical procedure and study device hardware but related to the study stimulation. The patient was treated with medication. The event was resolved.

Event description:
A report was received that the patient developed confusion and anxiety. The patient was treated with medication. The event was related to the study surgical procedure and not related to the study device stimulation or hardware. The event was resolved.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient developed confusion and anxiety. The patient was treated with medication. The event was related to the study surgical procedure and not related to the study device stimulation or hardware. The event was resolved.

Event description:
A report was received that the patient developed confusion and anxiety. The patient was treated with medication. The event was related to the study surgical procedure and not related to the study device stimulation or hardware. The event was resolved.

Event description:
A report was received that the patient developed confusion and anxiety. The patient was treated with medication. The event was related to the study surgical procedure and not related to the study device stimulation or hardware. The event was resolved.

Event description:
A report was received that the patient developed confusion and anxiety. The patient was treated with medication. The event was related to the study surgical procedure and not related to the study device stimulation or hardware. The event was resolved.

Manufacturer narrative:
Additional information was received that the patient's confusion and anxiety were mild in severity.